Event description:
While requesting assistance with the insulin pump's function, customer reported having recurring high and low blood glucose levels. Blood glucose level was 39 mg/dl at the time of the call. Customer treated with food. Troubleshooting showed that the insulin pump had recently returned a no delivery alarm due to an empty reservoir, but was otherwise functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.